Event description:
It was reported by emsar that the cots wheel got caught in a crack in the sidewalk causing the cot to tip over. The st inspected, function test and weight tested the cot and could not duplicate or find any faults or anything mechanically wrong with the cot.

Manufacturer narrative:
The cot hit a crack in the sidewalk and then tipped over. The cot was inspected by a service technician, the cot was operating to specification and the issue could not be duplicated.